Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopic removal). Essure was removed. At the time of the report, the perforation, device dislocation, device breakage, menorrhagia, pelvic pain and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, menorrhagia, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received. Reporter added and event added-pelvic pain, migration, perforation, fractured implant, heavy menses and weight gain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tubes)'), device dislocation ('migration/ migration of essure device location of device: omentum'), device expulsion ('malposition of essure device location of device: uterus'), device breakage ('fractured implant/ fragmented essure devices') and anaphylactic reaction ('allergic reaction type- anaphylaxis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia. * essure confirmation test(s) conducted, specify- (B)(6) 2009, hysterosalpingogram, perforation (fallopian tube). Healthcare provider told that everything was fine, bleeding, pain all in. Unknown test: the uterus measures 63 x 27 x 50 mm. The endometrium measures 1.4 mm. Linear focus of increased echogenicity is demonstrated within the endometrial canal, of uncertain clinical etiology, but not parallel to the endometrial stripe and believed to be iatrogenic in nature. Additionally, focal area of increased echogenicity is demonstrated in the right lateral aspect of the uterus adjacent the fundus. A linear signal abnormality is seen adjacent to this lesion as well. The right ovary measures 18 x 11 x 16 mm. The right ovary is unremarkable. The left ovary measures 29 x 23 x 21 mm. Left ovary contains a cyst measuring 19 x 12 x 25 mm .. There is no pelvic free fluid 1. Prominent uterine cervix, better evaluated on physical exam than imaging studies. 2. No other mass or acute process in the abdomen or pelvis. ' 3. Linear metallic tubal occlusion device at th. Concurrent conditions included depression, weakness, vaginal bleeding, joint pain, body odor, breast mass, mastalgia, abdominal bloating, urinary frequency, abdominal distension, right lower quadrant pain, sarcoidosis, haemangioma of liver, bloating, constipation, diarrhea, irritable bowel syndrome, dermatitis and general body pain. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2008, celecoxib (celexa) from january 2015 to june 2017, cholecalciferol (vitamin d3) since (B)(6) 2015, ergocalciferol since (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since january 2008, fluoxetine hydrochloride (prozac) from january 2013 to january 2014, folic acid since (B)(6) 2015, topiramate (topamax) since (B)(6) 2013 and trazodone from january 2015 to august 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("heavy menses/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), persistent depressive disorder ("psychiatric problems- dysthymic disorder") and insomnia ("psychiatric problems insomnia"), 1 year after insertion of essure. On (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings") and acne ("acne"). On (B)(6) 2013, the patient experienced anaphylactic reaction (seriousness criterion medically significant), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/ rashes or skin conditions type: rashes") and urticaria ("allergic or hypersensitivity reaction type: hive,") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain:pelvic area") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), pyrexia ("high fever"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, device breakage, anaphylactic reaction, mood swings, depression, anxiety, acne, persistent depressive disorder, insomnia, pyrexia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, weight increased, vaginal haemorrhage, dermatitis allergic, urticaria, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, acne, anaphylactic reaction, anxiety, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, fallopian tube perforation, fatigue, insomnia, menorrhagia, mood swings, pelvic pain, persistent depressive disorder, pyrexia, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2008, (B)(6) 2009. Discrepancy noted for removal date previously reported (B)(6) 2015 now it is reported as (B)(6) 2015. Received treatment for pain, bleeding, allergy, device expulsion, bladder/ urinary problems, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: exam: CT abdomen/pelvis wiwo cntrst history: right lower abdomen and pelvic pain for 5 days. History of sarcoidosis. Known left fallopian tube "rupture" during therapeutic tubal occlusion. Impression: 1. Prominent uterine cervix, better evaluated on physical exam than imaging studies. 2. No other mass or acute process in the abdomen or pelvis. 3. Linear metallic tubal occlusion device at the right uterine cornu. A second similar device is located intra peritoneally in the left anterior pelvis.. Hysterosalpingogram - on (B)(6) 2010: migrated left-sided essure device now noted within the abdomen, right upper quadrant . Please note the left fallopian tube was occluded without free spill age seen on the left. 2. Normal-appearing location of the right essure device with occlusion of the right fallopian tube.. Pathology test - on (B)(6) 2015: a) received in a sealed transparent plastic bag labeled with patient's name. Designated right fallopian tube tissue .within the bag is an acuariid upon which are located three pieces of silver wire , two of which are coiled, measuring less than 0.1 cm in diameter and ranging from 0.4 to approximately 3 cm in length. Gross exam only. Specimen securely saved. B) received labeled with patient's name and date of birth, designated abdominal tissue, is a thin silver wire measuring 13 cm in length. A portion of which is tightly coiled. Attached to either end of the wire is yellow soft tissue, one piece measuring 1 x 0.6 x 0.2 cm and the other piece measuring 2.5 x 1.5 x 0.4 cm. Representative soft tissue is submitted in 81. Remainder of specimen securely saved. Ultrasound pelvis - on (B)(6) 2015: impression: good position for iud. No focal uterine abnormality. Small cyst, left adnexa, with no other abnormality.. X-ray - on (B)(6) 2015: reason for exam: essure device removal report: one of the two-part essure devices larger longer component inner wire is deformed but appears intact. The outer coil is incomplete with only one peripheral marker present. The second two-part essure device is severely fragmented and not entirely present. Multiple small fragments of the inner wire component present. Very small incomplete portion of the outer coil is present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , device breakage, device dislocation to abdomen, abdominal pain most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events allergic reaction, weight gain, hives, menorrhagia, pelvic pain, abdominal pain, fatigue and vaginal hemorrhage were updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tubes)'), device dislocation ('migration/ migration of essure device location of device: omentum'), device expulsion ('malposition of essure device location of device: uterus'), device breakage ('fractured implant/ fragmented essure devices') and anaphylactic reaction ('allergic reaction type- anaphylaxis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia. * essure confirmation test(s) conducted, specify- (B)(6) 2009, hysterosalpingogram, perforation (fallopian tube). Healthcare provider told that everything was fine, bleeding, pain all in. Unknown test: the uterus measures 63 x 27 x 50 mm. The endometrium measures 1.4 mm. Linear focus of increased echogenicity is demonstrated within the endometrial canal, of uncertain clinical etiology, but not parallel to the endometrial stripe and believed to be iatrogenic in nature. Additionally, focal area of increased echogenicity is demonstrated in the right lateral aspect of the uterus adjacent the fundus. A linear signal abnormality is seen adjacent to this lesion as well. The right ovary measures 18 x 11 x 16 mm. The right ovary is unremarkable. The left ovary measures 29 x 23 x 21 mm. Left ovary contains a cyst measuring 19 x 12 x 25 mm .. There is no pelvic free fluid 1. Prominent uterine cervix, better evaluated on physical exam than imaging studies. 2. No other mass or acute process in the abdomen or pelvis. ' 3. Linear metallic tubal occlusion device at th. Concurrent conditions included depression, weakness, vaginal bleeding, joint pain, body odor, breast mass, mastalgia, abdominal bloating, urinary frequency, abdominal distension, right lower quadrant pain, sarcoidosis, haemangioma of liver, bloating, constipation, diarrhea, irritable bowel syndrome, dermatitis and general body pain. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2008, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2017, colecalciferol (vitamin d3) since (B)(6) 2015, ergocalciferol since (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since (B)(6) 2008, fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2014, folic acid since january 2015, topiramate (topamax) since (B)(6) 2013 and trazodone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("heavy menses/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), persistent depressive disorder ("psychiatric problems- dysthymic disorder") and insomnia ("psychiatric problems insomnia"), 1 year after insertion of essure. On (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings") and acne ("acne"). On (B)(6) 2013, the patient experienced anaphylactic reaction (seriousness criterion medically significant), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/ rashes or skin conditions type: rashes") and urticaria ("allergic or hypersensitivity reaction type: hive,") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain:pelvic area") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), pyrexia ("high fever"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, device breakage, anaphylactic reaction, mood swings, depression, anxiety, acne, persistent depressive disorder, insomnia, pyrexia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, weight increased, vaginal haemorrhage, dermatitis allergic, urticaria, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, acne, anaphylactic reaction, anxiety, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, fallopian tube perforation, fatigue, insomnia, menorrhagia, mood swings, pelvic pain, persistent depressive disorder, pyrexia, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2008, (B)(6) 2009. Discrepancy noted for removal date previously reported (B)(6) 2015 now it is reported as (B)(6) 2015. Received treatment for pain, bleeding, allergy, device expulsion, bladder/ urinary problems, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: exam: CT abdomen/pelvis wiwo cntrst history: right lower abdomen and pelvic pain for 5 days. History of sarcoidosis. Known left fallopian tube "rupture" during therapeutic tubal occlusion. Impression: 1. Prominent uterine cervix, better evaluated on physical exam than imaging studies. 2. No other mass or acute process in the abdomen or pelvis. 3. Linear metallic tubal occlusion device at the right uterine cornu. A second similar device is located intra peritoneally in the left anterior pelvis.. Hysterosalpingogram - on (B)(6) 2010: migrated left-sided essure device now noted within the abdomen, right upper quadrant . Please note the left fallopian tube was occluded without free spill age seen on the left. 2. Normal-appearing location of the right essure device with occlusion of the right fallopian tube.. Pathology test - on (B)(6) 2015: a) received in a sealed transparent plastic bag labeled with patient's name. Designated right fallopian tube tissue .within the bag is an accugrid upon which are located three pieces of silver wire , two of which are coiled, measuring less than 0.1 cm in diameter and ranging from 0.4 to approximately 3 cm in length. Gross exam only. Specimen securely saved. B) received labeled with patient's name and date of birth, designated abdominal tissue, is a thin silver wire measuring 13 cm in length. A portion of which is tightly coiled. Attached to either end of the wire is yellow soft tissue, one piece measuring 1 x 0.6 x 0.2 cm and the other piece measuring 2.5 x 1.5 x 0.4 cm. Representative soft tissue is submitted in 81. Remainder of specimen securely saved. Ultrasound pelvis - on (B)(6) 2015: impression: good position for iud. No focal uterine abnormality. Small cyst, left adnexa, with no other abnormality.. X-ray - on (B)(6) 2015: reason for exam: essure device removal report: one of the two-part essure devices larger longer component inner wire is deformed but appears intact. The outer coil is incomplete with only one peripheral marker present. The second two-part essure device is severely fragmented and not entirely present. Multiple small fragments of the inner wire component present. Very small incomplete portion of the outer coil is present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , device breakage, device dislocation to abdomen, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s)),'), device dislocation ('migration/ migration of essure device location of device: omentum'), device expulsion ('malposition of essure device location of device: uterus'), device breakage ('fractured implant/ fragmented essure devices') and anaphylactic reaction ('allergic reaction type- anaphylaxis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia. * essure confirmation test(s) conducted, specify- (B)(6) 2009, hysterosalpingogram, perforation (fallopian tube). Healthcare provider told that everything was fine, bleeding, pain all in. Concurrent conditions included depression, weakness, vaginal bleeding, joint pain, body odor, breast mass, mastalgia, abdominal bloating, urinary frequency, abdominal distension, right lower quadrant pain, sarcoidosis, haemangioma of liver, bloating, constipation, diarrhea, irritable bowel syndrome, dermatitis and general body pain. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2008, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2017, cholecalciferol (vitamin d3) since (B)(6) 2015, ergocalciferol since (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since (B)(6) 2008, fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2014, folic acid since (B)(6) 2015, topiramate (topamax) since (B)(6) 2013 and trazodone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("heavy menses/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), anxiety ("psychological or psychiatric problems condition:mental anguish"), persistent depressive disorder ("psychiatric problems- dysthymic disorder") and insomnia ("psychiatric problems insomnia"), 1 year after insertion of essure. On (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings") and acne ("acne"). On (B)(6) 2013, the patient experienced anaphylactic reaction (seriousness criterion medically significant), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/ rashes or skin conditions type: rashes") and urticaria ("allergic or hypersensitivity reaction type: hive,") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and pyrexia ("high fever"). The patient was treated with surgery (hysteroscopic removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, device breakage, anaphylactic reaction, menorrhagia, weight increased, mood swings, vaginal haemorrhage, dermatitis allergic, urticaria, depression, anxiety, acne, fatigue, persistent depressive disorder, insomnia and pyrexia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, acne, anaphylactic reaction, anxiety, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, fallopian tube perforation, fatigue, insomnia, menorrhagia, mood swings, pelvic pain, persistent depressive disorder, pyrexia, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2008 discrepancy noted for removal date previously reported (B)(6) 2015 now it is reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: exam: CT abdomen/pelvis wiwo cntrst history: right lower abdomen and pelvic pain for 5 days. History of sarcoidosis. Known left. Fallopian tube "rupture" during therapeutic tubal occlusion. Impression: 1. Prominent uterine cervix, better evaluated on physical exam than imaging studies. 2. No other mass or acute process in the abdomen or pelvis. 3. Linear metallic tubal occlusion device at the right uterine cornu. A second similar device is located intra peritoneally in the left anterior pelvis.. Ultrasound pelvis - on (B)(6) 2015: impression: good position for iud. No focal uterine abnormality. Small cyst, left adnexa, with no other abnormality.. X-ray - on (B)(6) 2015: reason for exam: essure device removal report: one of the two-part essure devices larger longer component inner wire is deformed but appears intact. The outer coil is incomplete with only one peripheral marker present. The second two-part essure device is severely fragmented and not entirely present. Multiple small fragments of the inner wire component present. Very small incomplete portion of the outer coil is present. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event high fever added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s)),'), device dislocation ('migration/ migration of essure device location of device: omentum'), device expulsion ('malposition of essure device location of device: uterus'), device breakage ('fractured implant/ fragmented essure devices') and anaphylactic reaction ('allergic reaction type- anaphylaxis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia. * essure confirmation test(s) conducted, specify- (B)(6) 2009, hysterosalpingogram, perforation (fallopian tube). Healthcare provider told that everything was fine, bleeding, pain all in. Concurrent conditions included depression, weakness, vaginal bleeding, joint pain, body odor, breast mass, mastalgia, abdominal bloating, urinary frequency, abdominal distension, right lower quadrant pain, sarcoidosis, haemangioma of liver, bloating, constipation, diarrhea, irritable bowel syndrome, dermatitis and general body pain. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2008, celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2017, colecalciferol (vitamin d3) since (B)(6) 2015, ergocalciferol since (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since (B)(6) 2008, fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2014, folic acid since (B)(6) 2015, topiramate (topamax) since (B)(6) 2013 and trazodone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("heavy menses/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), anxiety ("psychological or psychiatric problems condition:mental anguish"), persistent depressive disorder ("psychiatric problems- dysthymic disorder") and insomnia ("psychiatric problems insomnia"), 1 year after insertion of essure. On (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings") and acne ("acne"). On (B)(6) 2013, the patient experienced anaphylactic reaction (seriousness criterion medically significant), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/ rashes or skin conditions type: rashes") and urticaria ("allergic or hypersensitivity reaction type: hive,") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopic removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, device breakage, anaphylactic reaction, menorrhagia, weight increased, mood swings, vaginal haemorrhage, dermatitis allergic, urticaria, depression, anxiety, acne, fatigue, persistent depressive disorder and insomnia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, acne, anaphylactic reaction, anxiety, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, fallopian tube perforation, fatigue, insomnia, menorrhagia, mood swings, pelvic pain, persistent depressive disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date- (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: exam: CT abdomen/pelvis wiwo cntrst history: right lower abdomen and pelvic pain for 5 days. History of sarcoidosis. Known left. Fallopian tube "rupture" during therapeutic tubal occlusion. Impression: 1. Prominent uterine cervix, better evaluated on physical exam than imaging studies. 2. No other mass or acute process in the abdomen or pelvis. 3. Linear metallic tubal occlusion device at the right uterine cornu. A second similar device is located intra peritoneally in the left anterior pelvis.. Ultrasound pelvis - on (B)(6) 2015: impression: good position for iud. No focal uterine abnormality. Small cyst, left adnexa, with no other abnormality.. X-ray - on (B)(6) 2015: reason for exam: essure device removal report: one of the two-part essure devices larger longer component inner wire is deformed but appears intact. The outer coil is incomplete with only one peripheral marker present. The second two-part essure device is severely fragmented and not entirely present. Multiple small fragments of the inner wire component present. Very small incomplete portion of the outer coil is present. Most recent follow-up information incorporated above includes: on 21-may-2019: new pfs + mr received- new events added: hormonal changes describe: mood swings, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: rash and hive, psychological or psychiatric problems condition: depression and mental anguish, malposition of essure device location of device: uterus,weight gain, abdominal pain, acne, allergic reaction type- anaphylaxis, fatigue, dysthymic disorder, insomnia were added. Event perforation (fallopian tube(s)),and migration of essure device location of device: omentum were updated. Outcome of event pain from unknown to recovering/resolving were updated. Concomitant drugs and conditions were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.